Manufacturer narrative:
Unit passed the self test and displacement test. No pump error 53 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, the history/trace download confirmed pump error 53(line number 671 file number 172) alarms on 06/21/2024 at 11:42.000. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Alleged pump error 53(line number 671 file number 172) alarms confirmed in the pump history/trace files due to a possible hardware error (esf#3764385). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1881l. Troubleshooting was performed and confirmed customer received pump error 53. Customer was able to clear the error, able to complete the pump rewind and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1881l was requested and customer response was the device will be returned. Customer will discontinue using the pump.